Event description:
In 2008, the pt presented with an emergent impending aneurysm rupture. The pt was implanted with a gore excluder aaa endoprosthesis. The final angiogram revealed a persistent proximal type I endoleak and was converted to open repair, due to no proximal seal. The devices were explanted and discarded at the facility. The pt is in stable condition.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.